Manufacturer narrative:
Device evaluation: initial analysis of the returned device identified: delamination in valve and crease flat. Microscopic analysis was performed which identified: a partial delamination (adhesive failure) and a void >1 mm in non-textured area of valve. These observations of delamination and air void in non-textured area of valve are not related to the reported event. Leak test and fill test were performed, and it was concluded that the device did not present any valve leak or blockage. Additional testing was performed on the valve and it was not possible to observe or reproduce the reported event. Based on the device analysis the final assessment is: no leakage or damage is observed with the valve.

Event description:
Healthcare professional reported "valve stem kept popping off device". Device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "valve stem kept popping off device". Device was not implanted.